Manufacturer narrative:
The device was returned for evaluation. Testing showed that the device had a slow leak at the instrument channels. Examination of the device showed the bending section cover and the bending section cover adhesive were non-olympus parts; this indicated a service was performed by a third party. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the videoscope had fluid invasion with no leakage. The customer reported the device had been reprocessed without the cap. The reported issue was found during customer reprocessing. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections: instructions: visera cysto-nephro videoscope. Olympus cyf type v2. Olympus cyf type va2. Olympus cyf type v2r. Chapter 5 reprocessing: general policy. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.